Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter expired during a sensor session. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).